Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer via phone call reported that the insulin pump received watchdog timeout error alarm. The customer's blood glucose value was 232 mg/dl at the time of incident. The customer reported that the display did not returned. The insulin pump will not be returned for analysis.